Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose and insulin pump did not alert. Customer reported that transmitter was not lasting more than three days. Customer's blood glucose was 325 mg/dl and had gone as low as 40 mg/dl. Customer was educated on reasons sensor did not alert during initiation period. Customer was not able to continue troubleshooting due to not feeling well.